Event description:
The customer reported that the 840 ventilator had a blank screen. The customer reported to have replaced the graphical user interface (gui) pcb. Covidien was authorized to upgrade the software only. The ventilator passed all testing.